Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot 384368a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr result and the alternate poc inr results. The results were as follows: (B)(6) 2016 inratio inr=1.1; poc monitor inr=2.4. The reported therapeutic range is: 2-3.